Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system with no other devices. The device was bloody inside and outside. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was reported that the device stopped working during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous transluminal coronary angioplasty procedure. After the first aspiration inside the patient, the catheter stopped working suddenly. Aspiration stopped. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device stopped working during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous transluminal coronary angioplasty procedure. After the first aspiration inside the patient, the catheter stopped working suddenly. Aspiration stopped. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.